Manufacturer narrative:
Concomitant continued: ddbc3d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that there was far field r-wave (ffrw) and undersensing of p waves on current electrocardiogram (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.